Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level has been elevated over the past few months up to 415 (mg/dl) with moderate ketones. The cause of the elevated bg level was unknown. A bolus via the pump was delivered to address bg level. Reportedly, he customer did not feel well as a result of the ketones. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.